Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer torqvue delivery sheath. Prior to discharge on the next day, (B)(6) 2023, a 2d echocardiography did not note any issues. It was later reported on (B)(6) 2023, the patient presented to the emergency room (ER) with chest pain and lower abdominal pelvic discomfort. A 2d echocardiography noted a moderately large pericardial effusion. A decision was made to perform a pericardiocentesis and 550ml of hemopericardium fluid was drained. The patient received two units of packed red blood cells (prbc) due to low hemoglobin and hematocrit (h/h) post operation. It was then reported there was no further bleeding post-procedure and the patient status was reported discharged home on (B)(6) 2023 on aspirin 81mg and plavix 75mg. It was later reported the patient was instructed to discontinue taking plavix on (B)(6) 2023 but still continue taking aspirin.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.